Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device changeout procedure, the physician noticed that the right ventricular (rv) lead exhibited high thresholds, no capture and high undefined impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.